Event description:
It was reported ¿that recently the patient¿s body was left lean.¿ it was also reported ¿the product was closed in the morning abnormal.¿ follow up reported the patient was programmed in march. After the programming the ¿symptom improved.¿ recently the patient felt their left body ¿dip left towards.¿ it was also noted the product turned off ¿abnormally automatically.¿ it was unknown if any troubleshooting was done or if any actions were taken. It was unknown how the patient was doing or if they were receiving effective therapy.

Manufacturer narrative:
(B)(4).